Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had critical pump error. The customer's blood glucose level was 180 mg/dl. The customer stated that the insulin pump had multiple pump error. The customer stated that they were able to clear the alarm. The customer also stated that they was able to rewind the pump. The customer assisted with displacement test and self test and it was passed. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump was received with critical pump error (open book image) alarm during testing due to moisture damage on electronic assembly. Unable to confirm error 79, error 2, error 63 and failed battery test due to critical pump error (open book image) alarm. The motor was tested outside of the device and passed.